Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the patient was cannulated with an 8dct tracheostomy tube. Two days later, the patient was having respiratory distress, the sppo2 was going down and the ventilator was alarming. The respiratory therapist and the nurse examined the patient and determined that the cuff of the tracheostomy tube had deflated and they could not reinflate the cuff. The doctor was contacted and came to the intensive care unit and removed the tracheostomy tube and replaced it with another 8dct.